Event description:
On (B)(6) 2009, it was reported to a rochester medical sales representative that a patient using a release nf foley catheter suprapubically experienced a urinary tract infection. The catheter was changed after being used for one month and the patient was placed on antibiotic. The user catheter was discarded and is not available for evaluation.

Manufacturer narrative:
The sales representative was unable to determine the lot number of the product involved. Lot number information was determined from shipping records. Lot number 53310676 was only lot number of this product that was shipped to this customer.